Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with severe aortic s tenosis, a type I bicuspid valve with a perimeter of 75.0 mm and a maximum upstroke velocity of 6.0 m/s, and a calcium score greater than 6000, a pre-implant balloon aortic valvuloplasty was performed with a 20 mm balloon. Subsequently, the valve was deployed fully at a depth of approximately 3 mm. Following deployment, the valve dislodged a few millimeters from implant position, and a decrease in blood pressure was observed. An echocardiogram revealed no wall movement, and imaging with contrast revealed decreased coronary blood flow. The valve was snared to a new position, and a second valve was implanted. No additional adverse patient effects were reported. Additional information was received that a post-implant balloon aortic valvuloplasty was not performed prior to the valve dislodgement. The second valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6) ; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with severe aortic s tenosis, a type I bicuspid valve with a perimeter of 75.0 mm and a maximum upstroke velocity of 6.0 m/s, and a calcium score greater than 6000, a pre-implant balloon aortic valvuloplasty was performed with a 20 mm balloon. Subsequently, the valve was deployed fully at a depth of approximately 3 mm. Following deployment, the valve dislodged a few millimeters from implant position, and a decrease in blood pressure was observed. An echocardiogram revealed no wall movement, and imaging with contrast revealed decreased coronary blood flow. The valve was snared to a new position, and a second valve was implanted. No additional adverse patient effects were reported.